Event description:
Hill-rom rec'd a report from the account stating the brakes are not holding. The bed was located at the account in the maintenance area. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The hill-rom technician found the casters inoperative. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012-2014. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced all four casters to resolve the issue. Based on this info, no further action is required.